Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the customers complaint that the device was heating up and would not accept the burrs could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was found to have a loose connector body from loctite deterioration. It was determined that this was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was heating up and would not accept burrs. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure. There were spare devices available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.